Event description:
Removal of endosseous dental implants. According to the clinician 5 implants were placed during a routine procedure in class ii bone. The clinician reports that 2 of the implants did not integrate and were removed approx 2 1/2 months post-operatively. According to the clinical the remaining 3 implants are stable.

Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the company's evaluation of this event (based on existing info) gives the company cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.